Event description:
It was reported that the catheter was unable to pace. Another catheter was used and problem was solved.

Manufacturer narrative:
This event was determined to be reportable following edwards standard procedures. Temporary pacemakers are placed for transient or permanent heart block and can be a bridge until a permanent pacemaker is placed. A device history record review was completed and documented that the device met all specifications upon distribution. The device is not available for evaluation because it was discarded at the hospital, due to the device being used with a patient with an infectious disease. As per edwards standard procedure, used health care products contaminated with or suspected of contamination with a infectious substance are not to be examined due to risk to edwards' personnel.